Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during start of the surgical procedure, a small piece of white (supplied in a small sterile tube) broke. It detached from the bit of the pliers and ended up in the the patient's abdomen. They had to search for it and then recovered this small piece using tongs. Another device was used using the same generator and it worked fine. The device was connected to a generator at the time of the event. Issue was not related to the generator. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. Event did not lead to extended patient hospitalization.

Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the jaws. Functionally, a damage to the jaws was observed where the clamp was attached. The broken piece was recovered and returned. The most probable cause was the jaws broke while the clamp was being attached. The tag was read for use and activations and seals were observed. It was reported that a small piece of white, supplied in a small sterile tube, broke and it detached from the bit of the pliers and ended up in the the patient's abdomen. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during start of the surgical procedure, a small piece of (white, supplied in a small sterile tube) broke: it detached from the bit of the pliers and ended up in the the patient's abdomen. They had to search for and then recover this small piece using tongs. Another device was used using the same generator and it worked fine. The device was connected to a generator at the time of the event. Issue was not related to the generator. There was no x-ray was performed and no medical or surgical intervention needed to prevent a permanent impairment of a function. The procedure was completed by removed the piece from the body. Event did not lead to extended patient hospitalization. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.